Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the ventricular lead was capped and cut. Additional information obtained from follow up with the hospital indicated that it was cut due to a decrease in impedance and sensing. Also reported was that the ventricular lead warning indicated there had been a polarity switch. The patient had pocket stimulation with the polarity switch. No patient complications were reported as a result of this event.